Event description:
Additional information was received indicating explant of the right ventricular lead is not anticipated to be performed.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead suspected to be due to non-confirmed lead damage. Rv lead explant is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.